Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4 batch #: y7002x. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The packaging was returned without the instrument, only the box, the tyvek and the blister was returned. Due to the device was not returned, we are unable to investigate further the reported tissue pad detached. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7002x, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the white plastic pad (tissue pad) was detached from the tip. So, the surgeon changed another device and continue the surgery successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). B3: event year only reported: 2024, d4 batch #: unknown, d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: please confirm if the white tissue pad is completely missing from the clamp arm of the device? Yes, the tissue pad is completly missing from the clamp arm. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.